Event description:
Olympus was informed that during an unspecified procedure, the device would not work. There was no report of patient injury. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found that the control handle axis pin was detached and rendered the grasping section unable to open or close. The device was sent to the original equipment manufacturer (OEM) for further analysis. The OEM investigation found that the 'rib' within the device which aligns the probe with the teflon jaw was rotated and misaligned due to excessive force.